Event description:
It was reported that there was an alarm - error codes / messages/352.6700. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reseated carriage fpc to iui board. Replaced front cover, rear case, barrel clamp, internal frame, tube drivearm, sleeve driveam, and left/right iui. A review of the device history record showed the device had a manufacture date of 24oct2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to the carriage fpc needing to be reseated to iui board. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1604765 for rear case damage. Ca-2018-0161 for iui damages.

Event description:
It was reported that there was an alarm - error codes / messages/352.6700. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was an alarm - error codes / messages/352.6700. There was no patient involvement.